Event description:
It was reported the patient is experiencing ineffective stimulation. Diagnostics indicated out of range impedance readings for the lead placed at the l3 vertebral level. X-rays were taken, but were inconclusive. Surgical intervention is slated to take place as the next course of action.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead located at the l3 vertebral level was removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy.